Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation the device failed a pressure verification test step during testing. The device's system board was replaced to address the issue. Additionally, the system board retainer screw was cross-threaded and could not be reassembled. The system board retainer was replaced to address the issue. The device's air inlet foam filter, particulate filter and muffler assembly were all replaced per preventive maintenance protocol. The device was cleaned and tested and passed all final testing.